Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator. A lead malfunction was reported. There was high impedance during the test, and the patient didn't feel stimulation. A connections check was done, but the issue was not resolved as of (B)(6) 2018. It was reported that the leads would be replaced in the future; however, it was also reported that medical or surgical intervention was not needed to prevent a permanent impairment of function. It was noted that there was no issue was the implantable neurostimulator. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event, and the patient was alive. The issue occurred during normal use.